Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1076974. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The sample submitted has been reviewed by our team of engineers. Microscopic inspection of the device was not able to detect any cracks, damage, or other abnormalities in the housing, extension tubing, or the septum of the device. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; bd will continue to track and trend for this issue.

Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter, the device detached. The following information was provided by the initial reporter. The customer stated: the radiology nurse reported that the septum fell off during the enhanced CT, resulting in blood outflow without injury. 2021-10-18 received update from sales representative, event description updated as follows: it has confirmed with the customer that the injection occurred at high pressure, but the specific pressure is not clear.